Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend (vse) instrument had been working previously. Error message said incomplete seal cycle, remove and reinsert. Customer did that three times and tried adjusting the sterile adaptor and could not get the vessel sealer to work again. Case was completed using another vessel sealer. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the instrument stopped working, it wouldn't seal or cut. No other issues occurred that were not listed. The instrument did work during the procedure for a couple of hours. No tissue was cut that was not fully sealed. Mesentery was the target tissue. No bleeding was observed due to the vessel sealer issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a loose grip cable at the proximal end in the housing. Additional observation related to the customer¿s reported complaint: the instrument failed the hard grip force test. The instrument passed the continuity test. The instrument was placed and driven on an in-house system. The instrument passed recognition, engagement, and initialization. The instrument passed the cut test. The instrument failed to seal, and the system showed the error message "sealing malfunction. Press 'arm swap" to restore control then remove and reinstall." The instrument failed the grip force test with a reading of 3.831. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors.